Event description:
This companion external battery was not in use by a patient. The customer reported that when the companion external battery is moved around, loose parts can be heard inside. This alleged failure mode poses a low risk to a patient because the issue was observed when the external battery was not in use by a patient. In addition, the reported issue would not prevent a companion 2 driver from performing its life-sustaining functions. The companion 2 driver has redundant sources of power. The companion external battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.